Event description:
The reporter stated the aq2010v three piece silicone was placed incorrectly in the cartridge during loading. The front haptic got caught in the injector and tore during insertion into the eye. The lens was removed without any injury to the patient. The event was likely due to a loading error.

Manufacturer narrative:
Concomitant products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed a haptic was torn off with a piece of the optic and missing. There was a clear surgical residue on the lens. (B)(4)